Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
The pad-pak was first installed in april 2010 and performed to specification up to the 16th november 2014. An increase in voltage suggests a further pad-pak was installed during this time. Multiple manual power ups of, mainly under one minute duration, were recorded between november 2014 and the last log entry on the 10th june 2015. This may indicate the device was switching on automatically and the user was intervening to switch the device off. The device user accessible memory was erased prior to the 8th june 2015. Investigation found the reported fault can be attributed to membrane failure. There were no 10 minute time outs recorded. The fault was witnessed during the course of the investigation. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo-pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.